Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed that the heater tray paint was flaking and discolored. There were visual indication of dried fluid within the cassette compartment. There were visual indications of dried fluid on top of the pump door. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1925 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a screen was blank during an unknown phase of dialysis. The patient pressed ok, stop and touched the screen but the screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler, the ok and stop keys lit up but the screen remained blank. The patient states falling asleep during the treatment and awoke to the cycler screen being blank but could hear it clicking like it was working. The patient unplugged the cycler for two minutes and plugged it back in as advised, the cycler went into the power fail recovery but the screen remained blank. The technical support representative advised the patient the cycler would be replaced. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.